Event description:
It was reported that log files captured a sequence of power-related events on 10aug2025 at 08:24, including power cable disconnect, low power hazard, and no external power while connected to the mobile power unit (mpu). These events were attributed to a brief interruption in power supply to the mpu. There was no pump interruption during these events, as the system controller¿s emergency backup battery (ebb) functioned as intended. The alarms resolved upon transition to battery power. Otherwise, the log files captured routine events. There were no notable alarm conditions or parameter changes. Based on the log files, the mechanical circulatory support (mcs) equipment had operated as intended electronically and mechanically.

Manufacturer narrative:
Section a: patient weight not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4 - UDI - correction manufacturer's investigation conclusion: the reported event of a loss of power to the mobile power unit (mpu) was confirmed via the log files. The system controller event log file was reviewed, and timestamps span approximately 4 days (08:24:07 on (B)(6) 2025). The log file captured low voltage hazard, power cable disconnect, and no external power alarms due to a loss of ac power while connected to the mpu from 08:24:07 to 08:24:21 and from 08:24:22 to 08:24:38 on 10aug2025. The alarms resolved as ac power was restored to the mpu or the system controller was connected to battery power. Following the second loss of power, from 08:24:38 to 08:24:57 on (B)(6) 2025, a power cable disconnect alarm was active as the white power cable remained disconnected following connection of the black power cable to battery power. There were no other remarkable events or alarms found within this log file. The pump maintained a speed within the expected range throughout the log file. Multiple good faith effort (gfe) attempts were sent to inquire if the mpu has a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or mpu, any environmental factors that may have contributed to the reported event, and if the mpu would return for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate mobile power unit (mpu) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.